Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927psf-45 corkscrew® ft suture anchor, batch number 15317446, was received for evaluation. Visual inspection revealed that the anchor's tip was broken and its threads were damaged. The sutures were not returned with the device and, therefore, could not be evaluated. Functional testing was not performed due to the extent of damage to the anchor. Based on the available evidence, the most likely cause of the reported failure is misaligned insertion and/or prying or leveraging of the device during use, which may have compromised the structural integrity of the anchor. The complaint allegation is confirmed based on the physical damage observed. Refer to the attached investigation photos for visual documentation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd july 2025, it was reported by an arthrex's employee via email that for an ar-1927psf-45, 4.5 mm peek corkscrew® ft suture anchor with one #2 fiberwire® and one # 2 tigerwire®, its anchor broke during insertion and the suture pulled out. This was detected during an open reduction and internal fixation of fractures surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1927psf-45. There was no patient harm, and no secondary procedure needed.